Event description:
It was reported that bd iag bc pro global catheter buckled. The following information was provided by the initial reporter: issue - when attempting to insert IV, was unable to pierce the skin, catheter buckled when pushing (22g IV). Kept catheter in bag in (B)(6) office. Customer response received on (B)(6)2024 hi, here is what I know, I didn't keep the packaging so I'm unsure of the lot#. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? Sept.27/2024. 2. Please share the lot number associated with reported issue unknown. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. When attempting to poke through skin, buckled and would not enter, just left mark on skin but did not penetrate. Had to re-poke patient with different IV. 4. Sample available is mentioned as yes, please provide the address of the facility for us to ship the return label? Yes, available in (B)(6) office of (B)(6) would probably know better an address to send this label.

Manufacturer narrative:
Investigation findings resulted in this MDR submission. Our quality engineer inspected the samples submitted for evaluation. Bd received 4 unsealed 22ga x 1.00in. Insyte autoguard bc pro units from lot number 4177940. Two retracted and used cannulas were provided with 4 catheters. The cannula tips were inspected microscopically and were classified as acceptable. The catheter tips were also microscopically inspected and unit 1 was discovered to have a jagged tip and unit 2 appeared to have a cut near the tip. Your reported issue was confirmed for catheter tip integrity. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment as the devices had been opened and used. There were no distinguishing features which could aid in identification of a specific root cause a device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.